Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
During investigation of the returned implant we found that it was not placed in a position that is indicated for d 3,0 implants. Investigation conclusion code 24 has been added to this report.